Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from the health care facility (hcf) via operative report, that the patient received a mitral annuloplasty band, intraoperative testing showed a persistent central regurgitation due to native valve leaflet restriction and thickening. The physician made the decision to remove the band, and replaced it with a bioprosthetic mitral valve. Post operative showed good valve function with no regurgitation. No further adverse patient effects were reported.